Manufacturer narrative:
Additional information: the patient interface (pi) concomitant products lot ca00035 were received and evaluated. Visual inspections found the returned samples had white debris, particles and residue on all cones (3) lenses which indicates that they were handled and prepared for surgical use. Also noted was a circular scribe on the cones lenses. Functional clip inspection was unable to be performed in 2 units as the clip has been broken off. Third unit was functionally tested and the clip properly disengaged the left lever handle by applying light pressure on the suction ring assembly. The gripper assembly passed functional clip inspection for that unit. Suction testing was performed using the original syringe for the pi returned. Results were found within specifications. Dimensional testing results were within specifications. A review of the manufacturing controls show the instructions require 100% cleaning of the cone and cap and the operators visually inspect cone surfaces for particulates, smudges, stains, imperfections, damage and deformation. Also, the operators performed the vacuum testing to the 100% of the units during production. In addition a review of the directions for use (dfu) was conducted and it was found that it provides the customer with information on properly handling the product. Manufacturing records were reviewed and no failure was detected with the product.

Event description:
Surgeon reported that he attempted to create a eye flap using femtosecond laser 3 times and he lost suction by (B)(6) on all attempts. Due to this the patient was converted to photorefractive keratectomy.

Manufacturer narrative:
Field service specialist visited the account after the event and performed quarterly pm and related task lists. No problems were found.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.